Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 at 8.00 am. The customer blood glucose level was 559 mg/dl at the time of incidence and the current blood glucose level was 455 mg/dl. Customer¿s other blood glucose value was 469 mg/dl, 589 mg/dl and 569 mg/dl. Customer did not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous insulin and insulin pump. Customer reports they did contact their health care professional regarding the high blood glucose. Customer declined with troubleshot for high blood glucose level. The insulin pump will not be returned for analysis.